Manufacturer narrative:
The manufacturer did not receive devices for review as the patient has not been revised yet. X-rays or other source documents were not provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an unknown anatomical shoulder glenoid head (exact reference number unknown) on an unknown date. It was reported that a revision surgery will be performed due to loosening of the glenoid base plate. The surgery is planned on (B)(6) 2016. Note: since the exact occurrence date is unknown, field was left empty.

Manufacturer narrative:
The device was not returned for investigation, it is retained by the patient. No trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per): - a revision surgery was performed on (B)(6) 2016 due to loosening of the baseplate. An infection was also found during the revision surgery. The loosening of the baseplate is handled in (B)(4). The infection will be handled in this complaint. Review of received data: - x-rays, intraoperative screenings & pictures: a x-ray for this case was provided. The x-ray picture is undated. There are no screws visible on the x-ray. The loosening can be confirmed. - surgical notes & patient history: the surgical report of implantation dated (B)(6) 2015 was received. Diagnosis: secondary arthrosis. Lesions of the rotator cuff. Indication: pain and dysfunctional rotator cuff deficiency. Report: during the surgery an omarthrosis was found and arthrosis on the glenoid. The report also describes that the patient has significant osteoporosis. Finally, free articulation without conspicuous notching with good tension was achieved. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. The device is retained by the patient. Review of product documentation: - IFU: the IFU for anatomical shoulder¿ system states that "surveillance for new or recurrent infections should be continued as long as the device is in place." The gamma sterilization specification of the device certifies the suitability of sterilization. The irradiation certificate of the affected lots has been reviewed and was found to be according to specification. Therefore, it can be excluded that an unsterile device caused the infection. Moreover, no trend on infection has been observed for the lots. It is highly unlikely that a disadvantageous product design favored or contributed to the infection. The IFU for anatomical shoulder¿ system states that "surveillance for new or recurrent infections should be continued as long as the device is in place." However, there is no evidence of infection. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported, that the patient was implanted an anatomical shoulder¿ system on (B)(6) 2015 on the right side and a revision surgery was performed on (B)(6) 2016 due to loosening and infection. Note: - the loosening of the baseplate is handled in (B)(4). - the infection will be handled in this complaint (B)(4).

Manufacturer narrative:
An e-mail requesting the following additional information was sent on (B)(6) 2016 to the responsible person who initiated this complaint: any device identification(s) and control number(s) used (ref; lot); the availability of the affected product(s) (non-availability with a rationale). Implant date. Surgical reports: implantation report (& revision report once revision surgery is performed). All available x-rays during time in- vivo with printed date. All available intraoperative pictures. Patient dob, weight, height, bmi and all relevant history. On the same day, on (B)(6) 2016 the following additional information was received: the revision surgery is scheduled for end of (B)(6) therefore we expect more information beginning of (B)(6). On (B)(6) 2016 a reminder to obtain the missing information was sent. On the same day the answer was received that no additional information is available. On (B)(6) 2016 a reminder to obtain the missing information was sent. On the same day the answer was received that the surgery was postponed to (B)(6) 2016. Until today, no additional information was received. It is unknown if the surgery was performed or not. Should supplemental information becomes available an updated mdv report will be submitted. Trend analysis: was not performed as no reference number is available. As no lot numbers were provided for the device, the device history records could not be reviewed. E-mails requesting missing device data information were sent. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event description (event details, per): event summary: it was reported that there was a loosening of the glenoid baseplate and a revision surgery will be performed. No further information was received. No medical data such as x-rays, surgical notes or any other case-relevant documents received. No product was returned to zimmer biomet for in-depth analysis. Root cause analysis: root cause determination using dfmea: loosening, extended recovery period, poor reconstruction due to force required to install screws (torque & counter-torque) fractures scapula bone during surgery => possible: no further information was provided. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant was received; therefore the condition of the component is unknown. No patient information was provided. Loosening, instability, pain due to fixation (uncemented - micromotion) => possible: no further information was provided. Neither xrays, operative notes, office visit notes, nor devices or photos of the explanted implant was received; therefore the condition of the component is unknown. No patient information was provided. Loosening, instability, pain due to poor or insufficient bone compromises surgical outcomes => possible: no further information was provided. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant was received; therefore the condition of the component is unknown. No patient information was provided. Loosening, instability, rom, wear, implant damage due to misalignment of glenoid due to challenging surgical procedure => possible: no further information was provided. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant was received; therefore the condition of the component is unknown. No patient information was provided. Loosening, extended recovery period, poor reconstruction due to intra-operative fracture of glenoid/scapula due to implant design => not possible: a systematic issue with design and/or material properties would have been detected as part of complaint trending.. Loosening, pain, loss of function due to surgeon may decide to cement the metal glenoid baseplate due to misunderstanding of intended function or concerns over the quality of the fixation achieved through press-fit alone => possible: no further information was provided. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant was received; therefore the condition of the component is unknown. No patient information was provided. Loosening, pain, loss of function due to risk that surgeon may neglect to place one or both fixation screws => possible: no further information was provided. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant was received; therefore the condition of the component is unknown. No patient information was provided. Loosening, potential for soft tissue damage due to instability, implant damage, luxation due to surgeon inserts and prepares glenoid with implant rotated by 180 degrees around medio-lateral axis => possible: no further information was provided. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant was received; therefore the condition of the component is unknown. No patient information was provided. Loosening / allergic reaction due to corrosion of particulate metal, due to fretting, leads to adverse body reaction => possible: no further information was provided. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant was received; therefore the condition of the component is unknown. No patient information was provided. Conclusion summary: it was reported that an anatomical inverse shoulder revision surgery will be performed. Loosening of the glenoid base plate. It is unknown which glenoid base plate was involved. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant was received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported, that the patient was implanted an unknown anatomical shoulder glenoid head (reference number unknown) on an unknown date. It was reported that a revision surgery will be performed due to loosening of the glenoid base plate. The surgery is planned on (B)(6) 2016. Later, it was reported that the surgery was postponed to (B)(6) 2016. However, it is unknown if a revision surgery was performed or not.

Manufacturer narrative:
The case was re-opened to enter additional information received on december 29, 2016. The manufacturer did not receive the devices for review. X-rays and surgical report of implantation were received and they will be reviewed as part of ongoing investigation. As soon as an investigation result will be available, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was implanted an anatomical shoulder, humeral stem, cemented, 12 on the right side on (B)(6) 2015. The patient was revised on (B)(6)2016 due to loosening of the base plate and infection.